Manufacturer narrative:
Additional information: (d10, h3) the device was received by the manufacturer and analyzed. The delivery pusher, implant coil, and microcatheter were returned. The introducer sheath was not returned. The implant was returned removed from the microcatheter and detached from the pusher. The proximal end of the pusher was observed to be in good condition. The heater coil was found to be kinked and offset from the pusher. The proximal end of the implant was still attached to the pusher and the implant coil was broken. The implant was found to be stretched from the proximal glue joint to the distal loop, and the gel was broken in multiple locations. The proximal portion of the broken implant was heavily kinked. The distal loop of the implant retained its shape and was in good condition. The returned microcatheter was manufactured by cordis. A pin gauge was used and determined the maximum ID of the microcatheter hub was .038". The IFU for azur cx35 requires a minimum microcatheter inner diameter of .041". Based upon the investigation analysis and available information, the reported complaint of premature detachment is confirmed. The implant was found to be broken near the proximal end. The damage to the implant is indicative of over specification tensile forces being placed on the device. A likely cause of the failure is using a microcatheter with an inner diameter smaller than the required .041" ID required per the azur cx35 IFU.

Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for review; therefore, a product analysis could not be performed. The root cause cannot be determined. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the coil detached in the catheter. There was no reported patient injury or intervention. The patient was reported to be stable.